Manufacturer narrative:
No button error alarm noted. All buttons function properly. No moisture damage or corroded keypad traces noted. Unit had scratched case, battery tube threads cracked, cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the act button may be stuck. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.